Manufacturer narrative:
(B)(4). The reported patient effect of intimal dissection is a known observed and potential patient effect as listed in the xience prime instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 99% stenosed, mid right coronary artery. Pre-dilatation was performed prior to stenting with a 2.75x33 mm xience prime stent. Post-deployment a distal edge dissection was observed which required the deployment of another xience prime stent to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.